Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure the patient experienced post-operative bleeding. There were no reported intraoperative complications. Intuitive surgical, inc. (Isi) followed up with the surgeon for the site and obtained the following additional information regarding the reported event: the surgeon confirmed that the instrument and reload in question were the sureform 60 stapler instrument and a white sureform 60 stapler reload. He stated that he noticed some slight bleeding on the outside of the staple line during the procedure, but medical intervention was not needed. Following the procedure, the patient's hemoglobin dropped by "60%." The patient experienced bloody stools. The patient did not require a blood transfusion, nor any additional hospitalization, and the bleeding resolved on its own, without intervention. He stated that there were no issues with the firing sequence, nor with malformed staples; the only issue noticed during the procedure was slight bleeding along the staple line. For future right hemicolectomy procedures, he stated that he will only use the white reloads along the common channel and the blue reloads for the rest of the procedure, as he made this change in a following procedure, and he did not experience the same issue.

Manufacturer narrative:
Based on the current information provided by the surgeon, the cause of the post-operative complication cannot be determined. The site has confirmed that the sureform 60 stapler instrument and the white sureform 60 stapler reload have been discarded and will not be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs for the sureform 60 stapler instrument (part #480460-9, lot #l13220725-0463) associated with this event was performed. Per the review, the sureform 60 stapler instrument was installed and fired 6 times on universal surgical manipulator (usm) 3 of da vinci system (B)(4) with the following reload and in this order: 1 white, 2 blue, 3 white. On the first and fifth installations, there was one incomplete clamp, followed by a completed unclamp, and reclamp prior to the firing. Clamping completion percentages were approximately 89% on installation 1, and approximately 37% on installation 5. Fires 1, 4, and 6 were completed with 1 pause for compression and 2-3 pauses on fire 5. The second and third fires, using the blue reloads, had no pauses for compression. There were no stapler related errors in the logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint has been reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy utilizing a sureform 60 stapler instrument, the patient experienced post-operative bleeding. Although the surgeon stated the bleeding resolved without medical intervention, this is being conservatively reported due to the "60%" drop in hemoglobin. The cause of the post-operative complication is unknown.